Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (ol) implant surgery, a lens was defective, there was no patient impact.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for this device. The use of an non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing haptic edge. The lens is advanced to mid-nozzle. The trailing haptic is folded on the optic. The leading haptic is extended. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. No problems are observed with the returned device. The plunger, lens and haptic positions are acceptable. A straight leading haptic was observed. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the dfu. Straight leading haptics can occur due to operating room temperatures too high (greater than 23°c / 73° f) and if there is an excessive delay between the device preparation and the lens delivery. A non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. No damage was observed. The manufacturer internal reference number is: (B)(4).